Event description:
It was reported that the syringes could not be inserted into the 2 damaged bd q-syte¿ tri-extension sets and medication leaked as a result. The following information was provided by the initial reporter: "not able to insert the syringes in the split septum. Unable to give medication and drug spill is happening."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-aug-2023. H6: investigation summary: our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of component damage ¿ leak was confirmed upon inspection and testing of the sample. Analysis of the sample showed that two units of the tri extension set did not have a slit in the top and bottom disks. Functional testing confirmed that the sample could not be attached to other devices in the two defective septums. Bd determined that the cause of the failure was related to our manufacturing process. During the manufacturing process the septums of the q-sytes have a slit cut into them via a blade. If the blade is dull, broken, or missing in the manufacturing machinery than the slit will not be properly cut into the septum resulting in the reported defects. Controls are in place to address this defect observed. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the syringes could not be inserted into the 2 damaged bd q-syte¿ tri-extension sets and medication leaked as a result. The following information was provided by the initial reporter: "not able to insert the syringes in the split septum. Unable to give medication and drug spill is happening."